Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left bundle branch pacing (lbbp) lead helix failed to screw in at the lbb area. The lbb lead helix also failed to retract. Upon removing the lead from the patient, the lbbp helix was found to be damaged. The lbbp lead was not used and not replaced. There were no patient consequences.